Event description:
It was reported that this replacement microsensor ventricular catheter kit sensor component would not zero. The device remains in the pt and provides drainage but gives no intracranial pressure reading. The devic is scheduled to be explanted.